Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h11. The cerelink icp bolt (ID 826851) was returned for evaluation. Device history record (DHR) - the product code 826851 with lot 7378350 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - foreign matter over sensor area that is not part of the manufacturing process. Sensor balance low due to foreign matter, removed foreign matter, sensor balance normal. Icp express read 515; cerelink monitor acceptable. Catheter crimped 13, 15 and 29,5 cm from connector end. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. The issue of the complaint was not confirmed root cause analysis - based on his report, the supplier could determine the cause of the issue to be use related (foreign matter). However, according to a medical assessment provided by integra's medical affairs director, the reported issue could also be due to an error in the technique used to zero the sensor prior to implantation and/or to the failure to follow the troubleshooting instructions stated in the IFU in case of negative values.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A reporter reported a cerelink icp bolt (826851) was implanted due to fall and developed intracerebral hemorrhage (ich), intraventricular hemorrhage (ivh) and subdural. The sensor was implanted and measured (-)4. A follow up computed tomography (CT) was performed indicated patient's condition getting worse and icp remained -4. The patient herniated and they withdrew care. The monitor never changed significantly from -4. All clinical and radiologic indicators suggested an icp over 30 or 40 mmhg. According to information provided, the technique used to zero the sensor was: "the microsensor was connected to the monitor and the tip of the sensor was held in a small specimen cup, which had less than an inch of sterile saline in it. The tip was not held at the bottom of the cup. The tip was not held at the very bottom." The sensor was removed on (B)(6) 2025. The patient passed away. The sales representative stated that, "the lack of a proper icp measurement may have contributed to the poor outcome of the patient. It is clear the surgeon and nursing staff could not properly ascertain the correct icp and therefore care could not be tailored to her as well as it could have been. The outcome of death may have been inevitable and not caused by our system. But not being able to treat based on an icp is what I meant."